Event description:
The customer questioned the generation of sodium (na) patient results on their dxc 700 au clinical chemistry analyzer (product number: b86444, serial number: (B)(6). The customer reported that na patient results ranged between 134-142 mmol/l and repeated +/- 5 mmol/l on rerun tests. There were no questioned na patient results released outside of the laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and observed lack of repeatability in results, contamination in the ise module, bubbles in the ise syringe, and reference electrode with residue. The fse replaced multiple hardware that included (2) valve assembly, reagent syringe, ise tubing, reference electrode, wash syringe and cleaned the ise module to resolve the issue. The issue was corrected with routine troubleshooting. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event. No further issue was observed and the customer was satisfied. Section a2, a4, and a5: information not provided by the customer. The beckman coulter internal identifier is case(B)(4).